Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 6.5. Date: (B)(6) 2010, inr: 2.9. Date: (B)(6) 2010, inr: 5.1. Caller also alleged discrepant results compared to the lab. Results as follows: date: (B)(6) 2010, inratio: 4.6, lab: 3.2. Patient's therapeutic range: 2.5-3.5. On (B)(6) 2010, doctor held patient's coumadin dose for 2 days. Customer follow up data: date: (B)(6) 2010, inratio: 2.9, lab: ng (new box of strips).